Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt stated initially that their programmer would not sync and would not beep. This was resolved on the call by education and pt confirmed successfully synced with ins. Pt's volume was off. Reviewed how to turn volume on and pt confirmed volume successfully turned on. Pt was using programmer by itself without antenna. Pt confirmed programmer is working as designed. Pt reported they are "having quite a bit of pain" and stated ins is intended to help with pt's pain. Walked pt through connecting with ins and pt stated therapy was off. Pt stated they don't think they turned therapy off. Pt wanted to turn therapy back on at a different program. Pt stated they want to try a different program due to having pain and stated they have already tried increasing stim and that's not helping. Reviewed how to change programs and pt successfully changed from program 2 to program 1, 0.7 volts and confirmed turned therapy on. Pt will monitor symptoms now that therapy was turned on and therapy changes were made. Pt mentioned they just had therapy "reprogrammed". Pt provided event date as "on monday, I think it was the 9th of august". Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. Documented information pt provided and focused on pt's reason for call (programmer general use).

Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off was determined. It was reported to be user error and the inability to locate the instruction book as the patient was moving. The instructions given over the phone and manual that was sent to the patient had resolved the issue.

Manufacturer narrative:
Note that h6 has been updated to reflect the new information with fdc, fdm, fdr codes removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.